Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed software error alarm. Customer's blood glucose was 22 mmol/l. Customer mentioned that the device had a frozen screen during bolus. Device had a keypad anomaly, buttons were unresponsive. Device screen was not completely blank, it was flashing. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j1 printed circuit board keypad connector during our visual inspection. The insulin pump was monitored for several days and no frozen screen, flashing screen or unexpected beeping noted. The insulin pump passed the leak test. No unexpected history pointers alarm noted. However, hardware low level failure alarm during self-test and confirmed in the insulin pump history due to cold solder joint on u1 keypad assembly. Software error detected alarm was found in the insulin pump history. Unable to determine root cause per reach and development. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.